Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family was reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 111 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer states the contacts on the battery cap are neither missing nor damaged. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with blank display due to corroded electronics assembly. Motor, force sensor and keypad traces at the flex fingers was also corroded. Unable to perform displacement test, sleep current measurement test, active current measurement test and self test due to blank display.